Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported she was unable to connect with the ipg using the programmer following an unrelated shoulder surgery. The issue was confirmed by the sjm representative when using the clinician programmer. As such, the ipg was inoperable. Surgical intervention may take place to address the issue.

Event description:
Follow-up identified the patient underwent surgical intervention on 05/23/2017 to explant and replace the ipg. Effective stimulation was restored following the procedure.